Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue was noted pre-operatively and had no impact on the patient outcome. The delay in surgery was less than 1 hour. It was reported that reported that during a case the site had difficulty getting the navigation system to see the imaging system tracker before taking a spin. The site reported that it had been an intermittent issue that they could normally resolve by moving the camera around or moving the operating room (or) lights. When the occurred during a case the site had to restart the navigation system to get it to see the tracker and that resolved the issue. Red during a case the site had to restart the stealth to get the stealth to see the tracker. Stealth could track instruments when the issue occurred.